Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain. The surgeon did not find any issues with the implants that may have caused the pain and did not note any loosening of the components. All components were removed and replaced with a total knee.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "persistent pain."